Manufacturer narrative:
This report is submitted on november 29, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a cellulitis infection at implant site, subsequently the patient was treated with oral and topical antibiotics (date and duration not reported).